Event description:
It was reported that an event occurred involving the device that requires medical intervention. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted. No patient complications noted. It was noted the same day that the patient needs to have the closure device removed. No further details were made available.

Manufacturer narrative:
B5: information added. H6 impact code added: imaging required.

Event description:
It was reported that an event occurred involving the device that requires medical intervention. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted. No patient complications noted. It was noted the same day that the patient needs to have the closure device removed. No further details were made available. It was further clarified that at the 45 day follow up appointment, the closure device was found to have migrated, despite remaining in the laa. The patient was sent to a different facility for closure device retrieval. A computed tomography (CT) scan was performed which was sent to the other facility for the physician to review.

Event description:
It was reported that an event occurred involving the device that requires medical intervention. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted. No patient complications noted. It was noted the same day that the patient needs to have the closure device removed. No further details were made available. It was further clarified that at the 45 day follow up appointment, the closure device was found to have migrated, despite remaining in the laa. The patient was sent to a different facility for closure device retrieval. A computed tomography (CT) scan was performed which was sent to the other facility for the physician to review.

Manufacturer narrative:
B3 event date clarified and corrected from (B)(6) 2025 to (B)(6) 2025.